Event description:
It was reported to philips that the device is experiencing battery issues. There was no patient involvement.

Event description:
It was reported to philips that the device is experiencing battery issues. There was no patient involvement.

Event description:
It was reported to philips that the device is experiencing battery issues. There was no patient involvement. The customer called and spoke with a philips representative. The customer requested just a replacement battery with no engineer evaluation. Upon conclusion of the evaluation, it was determined that the battery requires replacement. The customer was shipped a new battery. The device remains at the customer site and no further evaluation is required at this time.